Event description:
It was reported a few months post implant procedure the lead was dislodged. The lead was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported a few months post implant procedure, the lead was dislodged. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction: patient outcome changed from other to required intervention, oper. Code for device changed from health professional to lay user/patient. Evaluation summary: (B)(4) no anomalies found. Full lead in segments returned and analyzed.